Event description:
It was reported that the patient was reprogrammed the day prior to the notified date and she didn¿t like the ¿pulse¿ that was set. At first the patient was talking about the cycling, but then noted that the issue was that it didn¿t turn off on regular intervals. The stimulation was strong and then went down and then came back again. The patient was describing more of the sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy.